Event description:
It has been reported that the device speakers are not functioning properly.

Manufacturer narrative:
The device serial number was incorrectly reported as (B)(4) but the key market has corrected the serial number to (B)(4).